Manufacturer narrative:
In addition to the coating peeling from the insertion section, service confirmed there was an air leak due to a pinhole in the bending section cover, and the insertion section was crushed. The adhesive part of the bending section cover was chipped. The image guide bundle was broken and stained. The instrument channel was buckled/deformed. The light guide tubing was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the insertion tube of the subject device was crushed, and there was an air leak during the water leak detection test. There was no patient or user injury reported due to the issues. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during the device evaluation (coating peeling off).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The investigation did not establish a definitive root cause for the reported issue. However, it is probable that the problem was caused by some type of external stress exerted on the device either during handling or operation. Olympus will continue to monitor field performance for this device.